Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone device to perform atherectomy. 6 successful passes were made. The physician reports feeling resistance when attempting to remove the device. The physician then called another surgeon for assistance to snare the device. The blade of the device was found to be detached and became stuck in the sheath. The retrieval was successfully. No other complications reported. No further injury reported.